Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe s2 20ml 18ga 1-1/2in bd china the product was damaged/deformed - device is operable. The following information was provided by the initial reporter. The customer stated: "the nurse used a disposable sterile syringe (with needle) to fill the medicine for a child patient. After unpacking the device, she found the empty cylinder of the disposable sterile syringe in the bag was broken, she immediately replaced it."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided bd material 301948 and lot number 2012117. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation by our quality engineer team. Through examination of the retained samples, no defects were identified. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported when using the syringe s2 20ml 18ga 1-1/2in bd china the product was damaged/deformed - device is operable. The following information was provided by the initial reporter. The customer stated: "the nurse used a disposable sterile syringe (with needle) to fill the medicine for a child patient. After unpacking the device, she found the empty cylinder of the disposable sterile syringe in the bag was broken, she immediately replaced it."